Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the person in charge of the hospital called the field representative to check this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead. As a result it was noted that after anti tachycardia therapy was delivered to treat the patients ventricular tachycardia, the ventricular tachycardia accelerated to a ventricular fibrillation, but shock was not delivered due to the amplitudes of the ventricle being low resulting in undersensing. The physician reprogrammed the device. Adverse patient effects were reported, and the patient was hospitalized for further follow up.

Manufacturer narrative:
--

Event description:
Additional information noted that there were no allegations when it comes to the device, and no adverse patient effects were reported. The system remains implanted.

Event description:
Additional information noted that the system was explanted. No additional adverse patient effects were reported.